Event description:
It was reported that the pt underwent a right-sided l5-s1 minimally invasive tlif. Initial postoperative imaging demonstrated excellent hardware positioning and opening of the l5-s1 neural foramen. The pt's pre-existing symptoms improved post-op. At 23 months after the initial operation, the pt developed a significant left-sided s1 radiculopathy. A CT myelogram demonstrated left neural foraminal narrowing with a large endplate bone mass abutting the left-exiting l5 and traversing the s1 nerve roots. Dynamic plain radiographs, a CT scan, and a bone scan demonstrated a stable fusion. After the failure of an initial trial of conservative treatment, reoperation was undertaken. The l3 nerve root was found to be encased with a diffuse mass of bone, starting at the nerve root axilla. This mass was carefully removed. The pt has complete resolution of her symptoms 12 months after the surgery.

Manufacturer narrative:
(B) (4). Literature article citation: chen et al. Symptomatic ectopic bone formation after off-label use of recombinant human bone morphogenetic protein-2 in transforaminal lumbar interbody fusion. J neurosurg spine 2010; 12:40-46. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.